Event description:
Related manufacturer reference number: 2017865-2022-09301. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv)lead and the atrial (ra). The physician elected to explant and replace both rv and ra leads. The patient was in stable condition.

Manufacturer narrative:
Correction: h6 codes product not returning.